Manufacturer narrative:
This is a definitive report. Our medical doctor's comment: since her treatment course and test results are not available except for MRI, the possibility of infectious arthritis cannot be excluded. As severe patellar chondromalacia in the left knee and chronic rupturing of acl in the right knee were confirmed during the operation on (B)(6) 2013, her knees are likely to have een severe oa condition. It is therefore considered that a beneficial effect from supartz treatment cannot be expected to this case.

Event description:
On (B)(6) a female patient received the first injection of supartz (bilateral) for osteoarthritis. Tolerated well. On (B)(6) 2013 the patient received the second injection of supartz (bilateral). Tolerated well. On (B)(6) 2013 the patient received the third injection of supartz (bilateral). This injection was scheduled to take place on (B)(6) 2013. Due to family emergency, the patient postponed it to (B)(6) 2013. After the injection, she experienced pain and swelling described as severe. On (B)(6) 2013 the patient received an MRI and was instructed by dr (B)(6) to go to the hospital and get treated for the knee swelling excessive pain. She was unable to walk and needed a walker. On (B)(6) 2013 the patient went to the hospital and was hospitalized for 5 days. After the hospitalization, she was instructed to use the wheelchair and a walker. Her diagnosis revealed that she experienced synovitis. She reports that pain and swelling lasted for 3 months. Also, she remembers that she had knee aspiration by dr (B)(6). The date was not confirmed by the patient. She also state that she had a surgery on both knees and she relates that injection. No further information was given. On (B)(6) 2014 the patient reported this event. Her medical records received on (B)(4) 2014 were included as follows: (B)(6) 2013 she received MRI test. MRI of the left knee showed the anterior and posterior cruciate ligaments appear intact. The quadriceps and patellar tendons appear intact. There is a large joint effusion. There is no evidence of fracture or bone contusion. There is severe chondromalacia patella. This has progressed since the prior examination on (B)(6) 2009. No evidence of baker's cyst. There is some grade ii meniscal degeneration involving the posterior horn of the medial meniscus. The lateral meniscus appears to be intact. No evidence of fracture or bone contusion. MRI of the right knee showed the acl appears attenuated and is likely completely torn. The pcl appears intact. The quadriceps and patellar tendons appear intact. There is some edema outlining the mcl suggesting grade mcl sprain. The lcl appears intact. There is moderate degenerative joint disease of the medial compartment. There is mild degenerative joint disease of the lateral compartment. There is severe chondromalacia patella which has progressed since the prior examination. There is a small oblique tear of the posterior horn of the lateral compartment. There is severe chondromalacia patella which has progressed since the prior examination. There is a small oblique tear of the posterior horn of the lateral meniscus. There is also some grade ii meniscal degeneration involving the posterior horn of the medial meniscus. On (B)(6) 2013 she was admitted to the hospital. On (B)(6) 2013 she was discharged from the hospital. She started to use walker and bedside commode. On (B)(6) 2013 she had knee aspiration by another orthopaedist (dr (B)(6)). On (B)(6) 2013 after informed consent was obtained, the patient was brought to the or and placed on the table in the supine position. General anesthesia was then given. Both legs were prepped and draped in a usual fashion. The tourniquets were used. The scope was placed into the anterio portal of the right knee. Th patellofemoral joint showed grade 3 chondromalacia of the undersurface of the patella. The medial joint compartment showed tearing of the anterior horn of the medial meniscus. It also showed a chronic rupturing of the acl with shredding of the tissue. The lateral meniscus also had an anterior horn tear. Partial medial and lateral meniscus. It also showed debrided, as well as the arthritic areas on the joint. Once this was completed, the scope was removed. The joint was injected with marcaine. We now placed into the left knee. The patellofemoral joint showed grade 3 chondromalacia. There was a tear in the anterior horn of the medial meniscus. Also, grade 3 chondromalacia of the medial femoral condyle. A partial medial meniscectomy was performed with the basket and shaver. All loose debris was removed. The arthritic ares were also debrided with the shaver. The scope was now removed. The joint was injected with marcaine and kenalog. A sterile dressing was applied. The patient was then awakened and transferred to the recovery room. She tolerated the procedure well without complications.